Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level at time of incident was 458 mg/dl. The customer¿s other blood glucose levels were 52 mg/dl, 130 mg/dl, 166 mg/dl, 287 mg/dl, over 400 mg/dl and 586 mg/dl. The customer was treated with manual injection and pens for high blood glucose levels. The customer treated low blood glucose level by drinking orange juice. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The customer did not perform troubleshooting for low blood glucose. Customer stated that before they took the set off there was puss at the injection site. Auto mode feature was active during the reported event. The insulin pump will not be returned for analysis.